Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a declot procedure was being performed on a patient with a heavily clotted graft. After several passes they noticed the orange inner lumen broke. As a result, a regular percutaneous thrombolytic device (ptd) kit (not over-the-wire) was opened and used successfully to complete the procedure. There was no delay in treatment, no patient death and no patient complications were reported. The patient was fine.